Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Device was received and device evaluation is still in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A review of the event history log verified the occurrence of the following alarms low drain volume, check patient line, low drain check lines and bags, slow flow supply, se2270 and low flow supply. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced an unspecified alarm during use. It was not specified when in the therapy this occurred. It is unknown if there was patient involvement; however, there was no report of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Device manufactured dec 2012. The device was received and evaluated. A device history record review revealed no issues that could have caused or contributed to the reported issue. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. Functional testing and a short simulated therapy were successfully performed. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.